Manufacturer narrative:
All information reasonably known by the importer is included in this report.

Event description:
Pt returned for 2 week post-op visit and was dislocated. Dr nicoson stated that he felt like the original neck (08) was too tight and caused a volar dislocation. Pt taken back to surgery on (B)(6). Original neck (nto08) was replaced with a (nto06).